Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pain when their right ventricular lead paced. Computed tomography (CT) imaging was performed, and the physician noted that it was possible but unclear if the lead had perforated. The device was reprogrammed to address the patient pain. The patient was in stable condition.